Event description:
Additional information was received from a health care professional after the patient¿s appointment on (B)(6) 2019. It was reported that the patient wanted to discuss getting their implanted battery changed. They noticed about 1 week prior to the appointment that their urgency frequency and urgency symptoms were worsening, and they checked with their remote and got a dead battery signal. The manufacturer representative was present at the appointment to further interrogate their device. It was determined that the patient¿s battery was indeed dead, and the recurrence of symptoms was due to the dead battery. The patient was very uncomfortable with their current symptoms, and it was noted that they had excellent results with the implant, so they were scheduled for a replacement the following day. The patient tolerated the replacement procedure well, and after the new battery was connected to the existing lead, impedances were noted to be within normal limits. The patient was taken to recovery in stable condition. No further patient complications are anticipated or expected as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Device code c63215 has been removed from this report. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had been having a return of symptoms since (B)(6) 2019, and they saw a por on (B)(6) 2019. It was noted that they work in a hospital, so they had recently been in a medical environment. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.